Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 987mg/dl. It was stated that the customer was vomiting prior to her admission, passed out, and a co-worker found her on the floor. It was stated that the customer was in intensive care unit at the time of call and she seems incoherent. It was stated that the battery was installed and the insulin pump alarmed no delivery. The alarm was cleared, but then the insulin pump had a battery alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.